Event description:
It was reported that during a modified radical neck dissection for a patient with history of thyroid cancer and recurrence, induction and intubation were uneventful. The cuff was initially inflated with 9ccs air. During prep, an air leak was noted ("blowing bubbles") and an additional 2ccs air was inserted. About 30 minutes into the procedure the team had difficulty ventilating with increased airway pressures. O2 sats began to fall into the low 90s. Cmac videolaryngoscopy confirmed that tube placement was good; continued difficulty with ventilation. System checked w/o evidence of obstruction. Sats dropped into the 30s. Pea (pulseless electrical activity) arrest ensued with chest compressions and epi 1mg. A fiberoptic scope was passed and revealed that the nims cuff had migrated and was plugging the ett lumen distally. The cuff was deflated and the ett changed to a standard ett. The patient had prompt return of spontaneous circulation when ventilation achieved. The surgery was aborted and the patient transferred to the ICU where she was successfully extubated a few hours later. She returned to the or two days later for the initially scheduled procedure.

Manufacturer narrative:
Uf/importer rpt num: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.